Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The lot number provided for the right device was not found in the mentor database and may be invalid, therefore a manufacturing record evaluation (mre) could not be performed. Multiple attempts were made to clarify the lot number of the device, but no clarification was received. As such, the provided number will be populated in the lot number field. If additional information is received, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture, which was confirmed by a medical professional. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-12573 for the contralateral event.